Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had unexpected data error occurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the med application was up and running without requiring any fixes. Further the tss ran an inventory report to verify proper communication and confirmed that there were no issues with the device. The system functioned as intended after the technical support specialist investigated the issue